Event description:
It was reported that pump displayed cartridge alarm 20 that began the previous week and recurred the day before the call, but caller was able to reset pump and reuse cartridge without further alarms on day of report. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through loading new cartridge using proper technique, successfully resumed insulin therapy, and issue was reported as resolved, with no lot number available for used cartridge.